Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within its outer carton, in its deployed state and was noted to be deformed. The stent delivery wire (sdw) was kinked at 34cm and 48cm from the proximal end and the distal tip of the sdw was detached / broken. Functional testing on the returned device was unable to be performed as the stent was deployed. It is possible that the hoop was removed from the pouch and the sdw and introducer sheath were not held together during removal from the dispenser hoop causing premature deployment of the stent and damage to the stent delivery system. Therefore, based on all of the information available, an assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent delivery wire (sdw) was broken. No consequences to the patient were reported.